Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was being treated for. On (B)(6) 2006, the pt had a medical device (boston scientific's lynx) implanted. The xenform device was implanted during surgery on (B)(6) 2006. The pt had a third surgery on (B)(6) 2009 where cr bard's avaulta solo was implanted. The complaints via the attorney were that the pt suffered pain and disability. It is not known when the event occurred relative to any of the three separate surgeries were three separate devices were implanted. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.